Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, at the point of initiation of firing, the solid blue lights illuminated and the jaws would not open. The jaws were forced open. Another handle and reloads of the same lot number were used. The patient's current status is fine. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes.